Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black and the plug deployment button could not be pressed down. Manual compression was used instead. There was no reported patient injury. The intended procedure was treatment of iliac artery stenosis using a retrograde approach. There were no visible signs of device or package damage prior to use. Angiography confirmed that the femoral artery was suitable, with adequate vessel diameter, no calcium or plaque, no nearby stent, no stenosis greater than 50%, and no prior closure or pre-existing access-site complications. There was no difficulty connecting the exoseal vascular closure device (vcd) with the vascular sheath introducer. The exoseal vcd and the sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. The indicator window was solid black at that time and did not show any red color during retraction. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black and the plug deployment button could not be pressed down. Manual compression was used instead. There was no reported patient injury. The intended procedure was treatment of iliac artery stenosis using a retrograde approach. There were no visible signs of device or package damage prior to use. Angiography confirmed that the femoral artery was suitable, with adequate vessel diameter, no calcium or plaque, no nearby stent, no stenosis greater than 50%, and no prior closure or pre-existing access-site complications. There was no difficulty connecting the exoseal vascular closure device (vcd) with the vascular sheath introducer. The exoseal vcd and the sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. When the button was pressed, it could not be depressed, and excess force was required. The indicator window was solid black at that time and did not show any red color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.